Event description:
Hill-rom received a report from the account stating the nurse call would not work from the right pt controls. The bed was located on the 7th floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found a pin was pushed through the nurse call button. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the nurse call button and membrane to resolve the issue. Based on this information, no further action is required.